Manufacturer narrative:
(B)(4). (B)(4). Leak test failure the analysis results of the cb12lt found that the device was returned in good visual condition. The device was functionally leak tested and failed. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. The cb12lt device does not have an obturator. The obturator is the piece of the trocar that have the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the outer seal leaked air. The device was removed and another device was used to complete the case with no patient consequence.